Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years and 11 months post implant of this 25mm aortic bioprosthetic valve, the patient underwent a 5 year follow-up echocardiogram (echo) which indicated an increased mean gradient of 28mmhg with decreased aortic valve area (ava) of 1.1 cm2, indicating possible stenosis. No intervention or adverse patient effects were reported. Subsequently, 20 days later, a transthoracic echocardiogram (tee) demonstrated no aortic stenosis or aortic regurgitation. The tee also demonstrated an ava of 1.6cm2 with a mean gradient of 15mmhg. The patient has since recovered/resolved. No additional adverse patient effects were reported.